Event description:
Discrepant elevated advia centaur troponin results were obtained due to an operator error. The operator placed the base in the wash 1 position on the instrument. The troponin results were reported to the ER doctor. The samples were repeated at the doctor's request and the initial results were corrected. There was o patient intervention or report of adverse health consequences due to the discrepant troponin results.

Manufacturer narrative:
This event was due to an operator error. The operator placed the base in the wash 1 position on the advia centaur instrument. A siemens healthcare technical support center (tsc) representative instructed the customer to decontaminate the system and verify assay performance with the qc. The instrument is performing within specifications. No further evaluation of the device is required.